Event description:
Patient was implanted (B)(6) 2018 and subsequently developed an infection at the sensing lead implant site. Patient has been put on antibiotic treatment and had the entire inspire system explanted on (B)(6) 2018.